Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Procedure was completed with 2 closure devices deployed and fully recaptured with a third device deployed and successfully implanted. While patient was in recovery, they developed chest pain and hypotension. An echocardiogram was performed to reveal a pericardial effusion. The patient was sent to the procedure room where a pericardiocentesis was performed. Approximately, 200 cc of blood was removed to stabilize the patient. The drain was left in place. A repeat echocardiogram was performed 2 hours later, which showed the effusion has resolved. Patient is stable and has been discharged.